Event description:
The customer contacted stryker to report that the device did not deliver shock during an intervention. The patient associated with the reported event did not survive.

Manufacturer narrative:
Stryker evaluated the customer's device and was unable to duplicate the reported issue. The device¿s electronic records were downloaded to determine device¿s contribution to the adverse event. Stryker found insufficient data within the file to determine the impact of the device use. Stryker continues to investigate the reported issue and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56.

Event description:
The customer contacted stryker to report that the device did not deliver shock during an intervention. The patient associated with the reported event did not survive.

Manufacturer narrative:
Proper device operation was observed through functional and performance testing. The device was subsequently returned to the customer. A cause of the reported issue could not be determined.